Event description:
It was reported that balloon deflation failure occurred. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation of a fistula. However, after inflation, it was noted that the balloon did not deflate. The device was removed without checking the dilation and was in an inflated state during withdrawal. The physician removed all the devices from the patient and punctured the balloon to complete the procedure. No patient complications nor injuries were reported.